Event description:
A customer in (B)(6) filed a complaint alleging that they generated discrepant results when using the cap/ctm hcv test. Patient sample (B)(6) generated a log titer of 6.43 on (B)(6) 2012. When the sample was re-tested on (B)(6) 2012, it generated a log titer of 5.69. The log titer difference of 0.74 log is outside of the cap/ctm hcv labeling claims. It was stated in the complaint that the patient's hcv viral load has consistently been around 5.0 log since 2003. No patient treatment was changed due to the discrepant results. It was stated that there were various instrument issues at the time, and several hydraulic components were replaced. It is unknown if they may have played a role in the generation of the discrepant result. The associated us kit is (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4): conclusion: no failure detected and product performed within specification. No product or batch non-conformance was identified. Upon investigation there was no trend found in the field. Qc release data for (B)(4) was reviewed and the issue of discrepant results has not been observed. There have not been any manufacturing non-conformance reports for batch 057095. Retain testing of the complaint batch 057095 was tested for this case and generated valid and acceptable results. Review of the engineering visits to this lab showed that the cobas ampliprep instrument was having issues since maintenance was performed on (B)(4), 2012. Global customer support went to the customer site on (B)(4), 2012 and performed a full cap instrument calibration using the onboard weighing system (ows). The instrument passed all specifications. A flourometer check was done on the cobas taqman 48 and it also passed specifications. All controls run while customer support was on site met their specific ranges. The most likely causes of the discrepancy could not be identified; however, a possible instrument issue is suspected. However due to the replaced parts not being available for investigation, a definitive conclusion cannot be reached as original testing was performed around the time of several maintenance activities. (B)(4).